Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. Additional testing could not be performed due to the returned condition of the lead.

Event description:
It was reported that during implant procedure, decreased r-waves were observed multiple times and the pacing threshold had increased. The physician decided to replace the lead.